Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, a decrease in high voltage lead impedance was observed. Programming changes were made. Impedance and threshold values were good following the reprogramming. It was noted that the patient condition was good and the lead will be monitored.